Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the patient had stress urinary incontinence, abdominal discomfort, vaginal bleeding, dysuria, hematuria, post-coital bleeding, dyspareunia, vaginal and bilateral groin pain. The adjust sling was implanted on (B)(6)2009 and the patient was discharged the same day. On may 31st, the patient allegedly was passing blood and exoerienced lower abdominal discomfort. On (B)(6)2009 that patient went to the hospital with a note from her gp describing vaginal bleeding and dysuria (pain on urination). On (B)(6)2014 the patient attended her gp with frank hematuria (visible blood in urine) and dysuria. On (B)(6)2015 the patient was referred to the gynecology clinic at royal alexandra hospital, the patient was seen by a doctor on (B)(6)2015 complaining of post-coital bleeding and dyspareunia (painful sexual intercourse). On (B)(6)2015 the patient was seen by a doctor on each occasion and no problems were identified on internal examination.on (B)(6)2016 at the gynecology clinic at queen elizabeth hospital the patient allegedly experienced urinary frequency, hematuria, post-coital bleeding and persistent lower abdominal pain since insertion of the tape. There were no problems with the tape identified during examination. On (B)(6)2017 the patient allegedly experienced urinary leakage, pain after intercourse, vaginal pain and bilateral groin pain with radiation down her right leg. An MRI scan of her hips and cystoscopy of the bladder was performed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that the patient had stress urinary incontinence, abdominal discomfort, vaginal bleeding, dysuria, hematuria, post-coital bleeding, dyspareunia, vaginal and bilateral groin pain. The adjust sling was implanted on (B)(6) 2009 and the patient was discharged the same day. On (B)(6), the patient allegedly was passing blood and experienced lower abdominal discomfort. On (B)(6) 2009 that patient went to the hospital with a note from her gp describing vaginal bleeding and dysuria (pain on urination). On (B)(6) 2014 the patient attended her gp with frank hematuria (visible blood in urine) and dysuria. On (B)(6) 2015 the patient was referred to the gynecology clinic at (B)(6) hospital, the patient was seen by a doctor on (B)(6) 2015 complaining of post-coital bleeding and dyspareunia (painful sexual intercourse). On (B)(6) 2015 the patient was seen by a doctor on each occasion and no problems were identified on internal examination. On (B)(6) 2016 at the gynecology clinic at (B)(6) hospital the patient allegedly experienced urinary frequency, hematuria, post-coital bleeding and persistent lower abdominal pain since insertion of the tape. There were no problems with the tape identified during examination. On (B)(6) 2017 the patient allegedly experienced urinary leakage, pain after intercourse, vaginal pain and bilateral groin pain with radiation down her right leg. An MRI scan of her hips and cystoscopy of the bladder was performed.